Event description:
Doctor was implanting a vilex cannulated met head, size 16mm (cmhi-16). Doctor stated the implant would not hold and that the implant was hard to screw in. Doctor did not want to try any harder as he was afraid he would break the implant. Doctor removed the implant intact. A smaller implant from the set was used with no issues.

Manufacturer narrative:
On (B)(4) 2013, vilex received the implant from the local account manager. The k-wire that was used during the surgery was not returned. On (B)(4) 2013, the implant was evaluated by vilex's quality dept and it was determined that the implant checked good and that all three cutting tips had been sharpened correctly with the correct relief. A check revealed that no other complaints have been filed against this product and lot, cmhi-16 lot 4400. At this time vilex is unaware of what may have caused the implant not to advance. However, the wire was not returned for eval. Should any additional information become available, vilex will file a supplemental report.